Event description:
There was no patient involved and the laser issues were noted before the procedure.

Manufacturer narrative:
System analysis/ service repair in the field on january 09, 2017 and january 12, 2017: the reported issue of "error 712, 302.5 and 202.11" were confirmed. The q-switch driver was noted to be faulty. The q-switch driver was replaced. Console functions were tested, all power output from the console was tested, detectors were checked and calibrated if needed and no problem was found. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported during preparation for the procedure; at startup the console exhibited error 712, 302.5 and 202.11. The procedure was not completed due to laser issue. Patient outcome: no injury to patient was reported.